Event description:
Information received indicates the head section could not be raised.

Manufacturer narrative:
The technician found the head up valve was not opening. The technician replaced the valve to repair the bed.